Event description:
It was reported that the patient with this right ventricular (rv) lead experienced infection. Subsequently, this rv lead was explanted and replaced. Other than surgery and infection, no additional adverse patient effects were reported. This rv lead is not expected to return to boston scientific.